Event description:
It was reported that co2 gas was leaking from the hose yoke connection resulting in 3 members of staff feeling light headed and phoning 111 (national health service) for advice.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Information was corrected is provided in section g3 to reflect that the correct aware date from the last supplemental report. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section h6 to add a component code. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
According to the IFU, the hose must be replaced after 5 years. The hose of this report is, according to the lot number, manufactured in august 2011. This means, the lifetime of the hose is expired for 8 years. Further, the customer was using a wrong sealing between the high-pressure hose and the co2 cylinder. This could also lead to the described issue of leaking gas. The root cause for this incident is use error and/or wearing. The event is filed under internal karl storz complaint ID: (B)(4).